Event description:
It was reported that subsequent to a coronary stenting treatment procedure stent thrombosis occurred. A 3.00x20mm taxus liberte stent was deployed in an unspecified coronary artery in september 2012. In (B)(6) 2013 the patient returned and was diagnosed with stent thrombosis. Cardiac catheterization was performed and a 3.00x28mm liberte stent was deployed. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).